Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent menorrhagia, pelvic pain and symptomatic rectocele due to lvh and lysis of pelvic adhesions. It was reported that patient underwent mesh removal and oversewing of vaginal lesion on (B)(6) 2012 for pelvic pain and vaginal mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.